Event description:
Patient presented with potential abscess in the neck by the cuff and compromised airway. Physician admitted the patient into the ICU and ordered the patient be on a ventilator. Physician suspects abscess or infection around the submandibular gland by the stimulation cuff. Imaging was ordered showing no abscess identified due to artifact from dental hardware and cervical spine fixation hardware. Imaging was able to provide soft tissue swelling of the right tongue base and right pharyngeal tonsil suggestive of inflammatory tissue producing mild mass effect and leftward displacement of the oropharyngeal airway.